Event description:
It was reported by customer that during use the cs100 intra-aortic balloon pump (iabp) had poor ECG signal, unable to use ECG trigger. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1(event site telephone): (B)(6).

Manufacturer narrative:
Due to character restriction in block e1 event site address is (B)(6) updated field : b4 , g3 , g6 , h2 , h11 corrected field : e1 ( event site address ) , h6 ( investigation conclusions).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 it was determined that the front panel (preamp board) was faulty and required replacement. A quotation for the necessary repair was provided, but the customer declined the repair. The unit was therefore returned to the customer and marked as unavailable for clinical use.

Event description:
N/a